Event description:
It was reported that the patient had a fall (unknown date) that resulted in right lead migration. The patient underwent revision surgery, and the lead was replaced without complication. No allegations regarding the device's functionality were made; the device was not returned for evaluation.

Manufacturer narrative:
Mml#: (B)(4).

Manufacturer narrative:
(B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). No post-initial implant imaging was available to assess the lead position. It is suspected that the fall initiated the lead migration. The device history record was reviewed. No relevant nonconformances were found. Updated b5 and h6.

Event description:
It was reported that the patient had a fall (winter 2025) that resulted in right lead migration. The patient underwent revision surgery, and the lead was replaced without complication. No allegations regarding the device's functionality were made; the explanted lead was not returned for evaluation.